Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited a sensing anomaly, a capture issue and low lead impedance. The lead was replaced. The patient was doing fine post procedure.